Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The breach in aseptic technique was further described as the end of the patient catheter dropped into the toilet water during therapy. The patient was not hospitalized for the peritonitis. Treatment for the event was not reported. At the time of this report, the patient had recovered from the peritonitis event. Pd therapy was discontinued. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Corrected information: the breach in aseptic technique was further clarified to be the patient dropped his transfer set into the toilet (previously reported as catheter). The breach in aseptic technique occurred approximately one week prior to the peritonitis event. The peritonitis event was manifested by cloudy effluent. The patient was treated with unspecified antibiotics for the peritonitis event. The patient was retrained on aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.